Event description:
Caller reported 8:01 pm mobile result of 63 mg/dl. He treated himself with 1/2 box dextro energen. At 8:08 pm, he got a reading of 215 mg/dl. At 8:09 pm, he got a reading of 340 mg/dl after these results he injected 10-15 units actrapid. Measurement at 09:32 pm was 482 mg/dl. The customer had symptoms of hyperglycemia. Wife called emergency doctor, customer was admitted to hospital. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.